Manufacturer narrative:
Evaluation summary: the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hernia repair procedure. In the beginning, the surgeon felt something wrong with the device. It did not grasp properly. It was taken out of the patient's stomach to look at. Opened and closed the instrument and then one of the jaws fell or broke off. In order to resolve the issue and complete the case, used another device. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Ratchet switch had broken off from device. One jaw was broken near pivot point. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when improper or excessive force is exerted on the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.